Manufacturer narrative:
Updated: h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed objective lens adhesive peeling issue could not be determined, however, the issue was likely the result of repetitive use stress, user handling/mishandling and or external factors. The event may be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.3 endoscope inspection. Inspection of entire endoscope 6 check that there are no scratches, chips, dirt, gaps around the lens, or other abnormalities on the lens at the tip. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found that the water tightness was lost due to pinhole on the bending section cover, adhesive on bending section cover had a chip, video connector was damaged, bending angle in up direction did not meet the standard value due to wear of angle wire, and the connection between insertion pipe and control unit was not secured due to looseness of insertion pipe. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope bending rubber contained defects. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: objective lens adhesive was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.